Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received a power error alarm. It was also reported that the insulin pump did not alarm low battery prior to a replace battery now alarm. The customer's blood glucose was 423 mg/dl. The pump will be returning.

Manufacturer narrative:
The power management graph was not in specification. Unexpected battery power loss anomalies were present in the long trace file and pump error 25 was triggered when the lithium backup battery was less than 3.50v for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue. Multiple unexpected replace battery alerts and replace battery now alarms were present in the long trace file due to connector resistance issue. Connector for electronic board was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for 2 days with the device functioning properly during testing as shown in the power management graph. The device was received with scratched casing, minor scratches on lcd window, dent on display window cover and pillowing keypad overlay.